Manufacturer narrative:
Device received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir stay locked in place noted.

Event description:
The customer reported via phone call that insulin pump had the broken at reservoir compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.